Event description:
The manufacturer was contacted regarding an I-neb device with an allegation that the patient did not receive the full dose. There are no allegations of patient harm or serious injury, and no medical intervention has been specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.